Event description:
Date of event: current. Pt reported needing to replace cadd legacy pump sn (B)(4) for not holding a charge. No other info known. Dates of use: from (B)(6) 2015 to current; diagnosis for reason for use: pah.